Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump emitted multiple replace battery alarms, even after battery changes. It was also reported that the threads were stripped in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2014 with the following findings: there was a crack in the battery compartment in the thread area. The battery cap was not returned with the pump. A test cap was used and was able to be fully tightened. The pump failed a leak test due to the crack in the battery compartment. There was moisture contamination inside the battery compartment. Due to the moisture, the pump powered on with a continuous beep and had a blank display with no vibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.